Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that during a procedure, the lead helix was unable to be extended after multiple attempts to reposition the lead. The lead was removed. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect lead not returned.

Manufacturer narrative:
Additional information: e1: field should reflect health professional for the event. H6: codes should reflect analysis pending.

Event description:
New information received notes that the lead helix was unable to be retracted. No additional patient consequences were noted.

Manufacturer narrative:
Correction: h6: field should reflect product not returned.